Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired for unknown cause. When interrogating the device noise could be seen during a vf episode followed by shock delivery.